Event description:
Hill-rom received a report from the account stating patient was being moved from a chair to the bed and as patient was over the bed the sling bar bolt broke dropping patient 5" on to the bed. The lift was located in the patient room. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Device will be returned to manufacturer for evaluation. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.